Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high pacing impedance. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead were normal, with no anomalies found.